Event description:
She was getting erratic readings. She had a reading of 40mg/dl and 5 minutes later , she got a reading of 147mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation. A replacement meter and strips are to be sent.